Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Event description:
It was reported that during a routine device check, the device settings were reverted to the original bipolar setting, at which point pacing failure occurred while the patient was lying on their side. The patient experienced syncope and asystole caused by the pacing failure. The physician was unable to decipher whether the device and/or the lead was malfunctioning. The device was explanted for analysis and replaced, while the lead was capped and remains in the patient. No further patient complications have been reported as a result of this event.